Event description:
The device was used during a laparoscopic nissen fundolplication. Reportedly, the needle on the suture broke during use and was not retrieved. No pt injury was reported. The hospital is not releasing the product for eval.